Manufacturer narrative:
Initial and final MDR (B)(4) - device 3 of 3.

Event description:
Reference number (B)(4). Event occured in the united states. It was reported that the patient experienced three separate incidents where infusion sets detached prematurely. The first occurrence was on (B)(6) 2025, after the infusion set had been in use for a day and a half. The second incident happened on (B)(6) 2025, following two days of use. The third event took place on (B)(6) 2025, after only one day of use. As a result of these issues, the patient's blood glucose (bg) level exceeded 600 mg/dl. To address the high bg, the patient administered a correction injection using a multiple daily injection (mdi) method. Due to the severity of the bg level, the patient required assistance from a third party, specifically their mother. It was also noted that the patient had developed ketones. To resolve the recurring problem, the patient replaced the infusion set each time, which enabled the successful resumption of insulin delivery. No further information available.